Event description:
It was reported that the device got stuck with the guidewire. The target lesion was located in the left anterior descending (lad) artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the physician took out the cutting balloon from the package normally. The guidewire crossed it normally, but it got stuck in the guiding catheter and could not move. After many failed attempts, the cutting balloon was replaced, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).